Event description:
It was reported that the patient was experiencing pain due to the device. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 19630423. Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 17421734/2000013083. Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 18832534/19222476.